Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer primed the tubing resolving the occlusions. There was no adverse impact to customer¿s blood glucose level.